Event description:
In 2008, tornier latitude total elbow replacement. Approx four and a half months later, removal of disengaged radial head, addition of ulnar cap to link, triceps repair. Both surgeries done by a dr. I have not experienced any pain reduction or increased mobility, which was my motivation for undergoing surgery. I have repeatedly asked for specific info on the device MFR and design, but the doctor is non-compliant. I need this info so that I can proceed with finding another medical solution to my chronic pain. Dates of use: 2008. Diagnosis or reason for use: to increase mobility, reduce pain and need for medications.